Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition, including a bent cannula, could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.2. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (abdomen), the pod cannula was found bent. Symptoms reported include vomiting and general discomfort. The patient was treated with unspecified fluids and intravenous medications. The patient was discharged on the same day.